Event description:
It was reported that the 9800 system had no image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and the foot-switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.